Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 02/10/2014 with the following findings: review of the black box revealed atypical voltage fluctuations. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electrical power draw was out of specification. There was no evidence of damaged internal components. A discrete component was found to be defective; removal of the component returned power draws to specification. Unrelated to the complaint, the bolus button cover was missing.